Manufacturer narrative:
Upon review of the device history for the (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 03-jun-2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device, and the fact that there are no repairs available, the customer was advised to replace the unit. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The customer was provided with the option to have their device returned for evaluation and disposal; however, the device has not been returned to verathon for evaluation. At this time, the cause could not be determined, but it is likely that the age of the device, approximately three (3) years, caused or contributed to the event. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was bent. It was noted that there was a bulge in the cable near the handle of the baton. The procedure was completed using another glidescope avl video baton 3-4 with no delay noted. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the baton was connected to a test video monitor, the monitor would not show an image. The service representative also noted that the cable had a bulge near the handle and that the camera lens had been chipped. Although the root cause could not be determined, it is likely that the damage to the cable and age of the device, two (2) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.